Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported a leak where the luer connects to the adapter. Caller stated she felt the wetness on her skin. Caller reported the she broke out in a rash on her skin from the insulin; did not require any outside assistance. Caller reported the she changed the infusion set and adapter once she noticed the leak. No adverse event reported. Requested return of the alleged infusion set for evaluation.